Manufacturer narrative:
Additional narrative: event date: unknown. Additional product code: max. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: september 10, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the returned applicator handle was examined and the proximal end of the handle was found to be broken in two at the welding seam. It was determined that the failure mode was the result of technique rather than a design related issue. The relevant product drawings for the handle were reviewed during the investigation. In 2011 (after the returned device was manufactured) the specification for the laser weld seam which failed was increased to be able to withstand a 16nm moment of torsion (up from 10nm at the time of manufacture). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a couple of broken instruments were discovered during routine inspection with no specific patient involvement. When the devices were being evaluated by the manufacturer, it was noted additional instruments were also broken. This is report 4 of 4 for (B)(4).